Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the issue was not really determined. They stated that if just seemed like the frequency of urinating had returned (not the urgency) like before the procedure and noted that they thought it needed to be adjusted. As steps taken to resolve the issue, the ¿tech¿ walked them through turning up the device. They were to ¿let it wait a few days¿ before they decided if it worked or not. The patient stated that the return of symptoms issue was not really resolved. However, the patient mentioned that with the holidays etc., they had not called yet. Since (B)(6) 2020 the patient reported that they had pneumonia and a ¿falling accident¿. They were going to call for assistance. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an MRI the past friday and, since then, they had a return of symptoms. The family member noted that the patient was using the restroom more frequently than they used to. The healthcare professional (hcp) gave the ok to make therapy changes with the assistance of the manufacturer. The family member wasn¿t sure if turning the device off for the short time during the MRI caused the patient¿s issues, even though the device was back on and functioning. Using the programmer, it was determined that the stimulation was on. The family member then successfully increased the patient¿s stimulation from 3.1 volts to 3.7 volts (on program 1) which was comfortable for the patient. Therapy considerations were reviewed with the patient. The patient was going to monitor their symptoms with the change that was made and was redirected to their hcp if the problems did not resolve. There were no further complications reported or anticipated.